Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2020: hi mg/dl on at 10:56pm, 77 mg/dl at 10:58pm; (B)(6) 2020: 229 mg/dl at 11:00am 87, mg/dl at 11:04am; (B)(6) 2020: 210 mg/dl at 12:10am, 88 mg/dl at 12:12am.